Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2016 with the following findings: the black box showed the pump was manually suspended on (B)(6) 2016 15:46; deliveries never resumed. On (B)(6) 2016 07:01, an auto off warning was recorded; deliveries resumed at 07:10. The black box showed an auto off warning on (B)(6) 2016 at 20:52, followed by a pump reboot at 22:31. The pump was powered back on and insulin deliveries resumed (B)(6) 2016 11:07. The total daily doses (tdd) added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at the end of testing, the basal history correctly showed 2.0u and tdd showed 48.0u. There were no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that an inaccurate delivery issue had begun on (B)(6) 2016. The patient developed a blood glucose of 970 mg/dl with moderate ketones and confusion. The patient was hospitalized and treated with insulin via the pump. During troubleshooting, it was noted that the basal history does not match active basal program. This complaint is being reported as the inaccurate delivery may have contributed to the hyperglycemia.